Event description:
Event occurred in china.it was reported that the patient experienced insulin flow block alarm on (B)(6) 2026, causing hyperglycemia. The high blood glucose level (18mmol/l) was treated by insulin pump.

Manufacturer narrative:
E1:name (B)(6). Street (B)(6). City (B)(6). State (B)(6). Zip code (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.